Event description:
This rv lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2012. There was noise on lead, inappropriate atp therapy activated in response to noise. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).